Manufacturer narrative:
(B)(4).

Event description:
It was reported that the non-dependent, asymptomatic patient presented after receiving a patient notifier. Secure sense inhibited therapy due to rv lead noise. The egm clearly shows lead noise. The lead was capped and replaced due to oversensing. The patient was doing well.